Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and the sata cable connecting to the cine hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly recall patient cine image data. No patient serious injury or death was reported related to this event.